Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic / right and left side"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)") and systemic lupus erythematosus ("lupus disorder") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hashimoto's thyroiditis, hypertension, cesarean section and tonsillectomy. The patient denies experiencing fevers/chills, chest pain, shortness of breath, nausea, diarrhea; headaches, weakness, or numbness/tingling to the extremities. Concurrent conditions included hypertension, rheumatoid arthritis, hypothyroidism, anemia, sleep apnea and epigastric pain. Concomitant products included cetirizine hydrochloride (zyrtec), ergocalciferol, labetalol hydrochloride (normodyne), loratadine (claritan), metformin (glucophage), metoprolol tartrate (lopressor), olmesartan medoxomil (benicar), pantoprazole (protonix) and ranitidine hydrochloride (zantac). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vision blurred ("blurred vision"), fatigue ("fatigue"), abdominal pain upper ("stomach pain"), dizziness ("dizziness/lightheadedness"), vulvovaginal pain ("vaginal pain"), menstruation irregular ("irregular periods"), discomfort ("discomfort") and gastric disorder ("stomach issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, headache and vulvovaginal pain was resolving and the systemic lupus erythematosus, urinary tract infection, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, vision blurred, fatigue, abdominal pain upper, dizziness, menstruation irregular, discomfort and gastric disorder outcome was unknown. The reporter considered abdominal pain upper, bladder disorder, discomfort, dizziness, dysmenorrhoea, fatigue, gastric disorder, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred and vulvovaginal pain to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2016 (per pfs) discrepancy noted. She has reported that she was admitted to ER. He performed emergency d&c on (B)(6) 2015. (B)(6) he performed a robotic hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events vaginal bleeding, most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received. New reporters and reporter information added. Product indication added. Plaintiff demography added. All relevant medical history condition, concurrent condition, concomitant medication were added. Previously reported "personal injuries" was replaced by specific events: abnormal bleeding (general),abnormal bleeding (vaginal, menorrhagia),uti, lupus, bladder or urinary problems, migraines / headaches, dysmenorrhea (cramping), pelvic pain, blurred vision, fatigue, stomach pain dizziness, irregular periods , discomfort, vaginal pain, stomach issues. She underwent a hysterectomy with bilateral salpingectomy. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic / right and left side / pain sides"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)"), systemic lupus erythematosus ("lupus disorder/ atutoimmune disorder - type of disorder: lupus"), haemorrhoids ("hemorrhoids"), rheumatoid arthritis ("atutoimmune disorder - type oo disorder: ra") and autoimmune thyroiditis ("atutoimmune disorder - type oo disorder: hashimoto's") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hashimoto's thyroiditis, hypertension, cesarean section and tonsillectomy. The patient denies experiencing fevers/chills, chest pain, shortness of breath, nausea, diarrhea; headaches, weakness, or numbness/tingling to the extremities. Concurrent conditions included hypertension, rheumatoid arthritis, hypothyroidism, anemia, sleep apnea and epigastric pain. Concomitant products included cetirizine hydrochloride, corticotropin (acthar hp), cyclophosphamide (cytoxan), ergocalciferol from 2015 to 2018, labetalol hydrochloride (normodyne), loratadine, metformin hydrochloride (glucophage) since 2016, metoprolol tartrate (lopressor), olmesartan medoxomil (benicar) since 2015, potassium chloride (k-dur) since 2012, proton pump inhibitors, ranitidine hydrochloride (zantac) since 2016 and tacrolimus (prograf) since 2016. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient was found to have urine osmolarity ("bladder or urinary problems or changes pressure") and experienced bladder pain ("bladder or urinary problems or changes pain") and urinary tract pain ("bladder or urinary problems or changes pain"). In (B)(6) 2009, the patient experienced urinary tract infection ("uti") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/ vaginal) type: yeast infections"). In (B)(6) 2010, the patient experienced dizziness ("dizziness/lightheadedness / neurological conditions or problems - type: dizziness, lightheadedness"). In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches"), vision blurred ("blurred vision / visison/eye problems - type: blurred vision") and visual impairment ("visison/eye problems - type: seeing spots"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain upper ("stomach pain") and back pain ("lower back pain"). In (B)(6) 2012, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition - type: gerd"), constipation ("gastrointestinal or digestive system condition - type: constipation") and diarrhoea ("gastrointestinal or digestive system condition - type: diarrhea"). In (B)(6) 2013, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant) and autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), haemorrhoids (seriousness criterion medically significant), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain"), menstruation irregular ("irregular periods"), pelvic discomfort ("discomfort"), gastric disorder ("stomach issues") and abdominal distension ("gastrointestinal or digestive system condition - type: bloating"). The patient was treated with butalbital and surgery (colonoscopy and removal of several hemorrhoids, hysterectomy with bilateral salpingectomy and ablation on (B)(6) 2016, d and c). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, urinary tract pain, abdominal pain upper, vulvovaginal pain and back pain had resolved, the systemic lupus erythematosus, haemorrhoids, autoimmune thyroiditis, urinary tract infection, urine osmolarity, bladder pain, migraine, dysmenorrhoea, vision blurred, fatigue, dizziness, menstruation irregular, pelvic discomfort, gastric disorder, vulvovaginal mycotic infection, visual impairment, abdominal distension, gastrooesophageal reflux disease, constipation and diarrhoea outcome was unknown and the headache was resolving. The reporter considered abdominal distension, abdominal pain upper, autoimmune thyroiditis, back pain, bladder pain, constipation, diarrhoea, dizziness, dysmenorrhoea, fatigue, gastric disorder, gastrooesophageal reflux disease, genital haemorrhage, haemorrhoids, headache, menorrhagia, menstruation irregular, migraine, pelvic discomfort, pelvic pain, rheumatoid arthritis, systemic lupus erythematosus, urinary tract infection, urinary tract pain, urine osmolarity, vaginal haemorrhage, vision blurred, visual impairment, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2016 (per pfs) discrepancy noted. She has reported that she was admitted to ER. He performed emergency d&c on (B)(6) 2015. On (B)(6) the performed a robotic hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events vaginal bleeding. Most recent follow-up information incorporated above includes: on 26-feb-2019: pfs received: events: back pain, rheumatoid arthritis, hashimoto's disease, visual impairment, gerd, constipation, diarrhea, bloating were added. Event onset date were added. Event outcome were updated. Concomitant drugs were added. Lab data date was added. Infection (bladder/ urinary tract/ vaginal) type: yeast infections. Event bladder or urinary problems or changes updated to bladder pain, urinary tract pain and urine osmolarity. Outcome of bleeding and pain events changed to recovered/ resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.